Event description:
The following event was reported to the clinical safety officer as part of ees clinical trial cm-99-000. In tonsillectomy: pt underwent tonsillectomy with the harmonic scalpel. Subject had significant history of chronic tonsillitis and tonsillar hypertrophy. In 2000 pt began to spit up large amounts of bright red blood. Prior to bleeding the pt had been coughing and clearing throat. The pt was admitted for 23 hour observation. The surgeon felt this event was possibly related to the harmonic scalpel. The pt recovered without sequelae and no further intervention required. Add'l cautery required and 23 hour hospitalization for observation. It was later reported, the pt was admitted only for observation and no add'l cautery was required.